Manufacturer narrative:
Analysis of the cart 9733857 s7 surgeon lcd assembled (serial #: (B)(4)) found no failure, as it passed the work order. Product event summary #matters passive spheres alleged inaccuracy product analysis #502066987: mnav comment subject: work order (B)(4). Mnav comment ID: (B)(4) mnav comment: summary: work order passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the navigational accuracy was "poor" during use of the arcad is link. It was stated the navigation pointer was shown at a "little lower position than it should be." It was later updated that the issue was a non-medtronic issue being addressed by siemens with their product. It was also stated a recognition failure of the passive marker spheres occurred. Once replaced, recognition was successful. The procedure utilized navigation and the passive marker spheres were discarded by the site. A delay of less than an hour and no impact to patient reported.